Manufacturer narrative:
The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Joint fluid retention [joint effusion]. Knee swelling [joint swelling]. Case description: a spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) male patient, initials (B)(6), with a relevant medical history of gonarthrosis in the right knee. The patient received the first injection of synvisc into the right knee on (B)(6) 2011. On (B)(6) 2011, the patient received his second injection into the right knee. On (B)(6) 2011, the patient received his third synvisc injection into the right knee and joint fluid retention developed. On (B)(6) 2011, right knee swelling aggravated. The physician provided the patients laboratory results for tests performed on (B)(6) 2010. The results reported were: synovial fluid white blood cells=13500 and synovial fluid c-reactive protein= 1.45mg/dl. On (B)(6) 2011, the right knee was aspirated of 34 ml of fluid and steroid was injected as a corrective treatment for joint fluid retention. Infection was negative. On (B)(6) 2011, the event of joint fluid retention resolved. The physician assessed the relation of the event of joint fluid retention with synvisc as definite. As of the date of receipt of this report, the patient outcome for the event of joint fluid retention was recovered while for the event of knee swelling, the patient outcome was unknown. Additional information was received on (B)(6) 2011 in the form of a qa investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.